Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced physical pain, stomach pain, vaginal pain, persistent infections, urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 with mesh implantation concurrent with total vaginal hysterectomy, vaginal anterior and posterior repair for cystocele, rectocele, dyspareunia and uterine prolapsed. The patient experienced physical pain, stomach and vaginal pain, persistent infections, urinary incontinence, and required additional medical treatments. Due to vaginal bleeding, bladder infections and mesh protrusion and erosion the mesh was removed on (B)(6) 2010 and (B)(6) 2010. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07331. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that following insertion the patient experienced dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that due to vaginal bleeding, bladder infections and mesh protrusion and erosion, mesh was removed on (B)(6) 2010.